Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the navigation system was showing an inaccuracy of 3 to 4 mm deep. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A review of the patient files and log folders could not confirm the reported event; however, further information was gathered regarding the user facilities stabilization method and area of treatment. The information provided in conjunction with a review of historical data confirmed that the stabilization method could have caused the reported event.

Event description:
It was reported that during a surgical procedure conducted at the healthcare facility the navigation system was showing an inaccuracy of 3 to 4 mm deep. No delay, no medical intervention and no adverse consequences were reported with this event.